Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg site. The physician prescribed two weeks of antibiotics. The patient may be awaiting surgical intervention.

Event description:
Follow up information identified the infection was superficial in the ipg pocket, and the patient underwent scs system explant. The infection has since resolved.